Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. It was later learned that event reported under MFR# 2015691-2014-03115 is a duplicate of this event.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implanted thirteen (13) years, six (6) months, required intervention due to moderate aortic regurgitation. Patient underwent valve in valve procedure. There were no patient complications reported.

Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.